Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to indicate ready to deploy. The window did not change. The procedure was completed using manual pressure. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) failed to indicate ready to deploy. The window did not change. The procedure was completed using manual pressure. There was no reported patient injury. The procedure used an antegrade approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician had the thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi, the deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the blood residues clogged device. Attempts to clean the device using hydrogen peroxide in an ultrasonic bath were performed, with no success. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. In addition, an antegrade approach was used, which may also have been a contributing factor. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. It was reported that the physician had the thumb on the deployment button while retracting. Per the ifus, while holding the exoseal in the right hand, making sure the thumb is not placed on the plug deployment button, continue to retract the exoseal very slowly until the graphic patter in the indicator window changed to solid black. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d9, g3, g6, h2, and h11 this device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.